Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an expired intraocular lens (iol) the patient experienced swollen retina for months. Additional information was received stating that the patient had macular edema which was resolved. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned. Information in the file indicated that the customer implanted the lens after the expiration date. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. The root cause for the reported complaint of "expired iol implanted" was determined to be due to a failure to follow the IFU(instruction for use). The IFU instructs to inspect the label and verify the expiration date before opening the product. The reported implant date was (B)(6) 2021. The iol expiration date was 31-aug-2021. This information would indicate that the lens was implanted after the expiration date. Company does not control surgical facility inventory. The patient stated he had macular edema, which has resolved. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated that patient experienced cystoid macular edema, and a retinal tear that was discovered, after alarming vision problems. Patient was using prescription eye drops and needed to see a retinal expert every few months.

Manufacturer narrative:
New information was provided: on (B)(6) 2021 an expired lens was implanted into the patient. The patient experienced cystoid macular edema, and a retinal tear that was discovered after alarming vision problem in (B)(6) 2022. A year and a half later, the patient must use prescription eye drops in the left eye and be checked by a retinal specialist every few months. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. Additional information provided in a.4., b.7., d.10. And h.6.the manufacturer internal reference number is: (B)(4).